Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, seizures, dyspnea exertional, anxiety, abnormal uterine bleeding, pulmonary edema (prior to the robotic portion), postpartum state (patient does not want a postpartum tubal ligation. Patient is going to breast feed, and she desires iud placement postpartum.), hypotension (prior to the robotic portion), , cleft lip repair with palate, varicella, epilepsy, primigravida, gravida I (patient gravida 1 at 32 plus 5 weeks with severe gestational hypertension versus severe preeclampsia with primary low transverse cesarean section of viable male infant.) And drug allergy. Previously administered products included: acetaminophen and caffeine, atorvastatin, glipizide, losartan + hidroclorotiazida, pioglitazone and aspirine. The patient had a family history of hypertension, lung disease, cancer, diabetes mellitus and breast cancer (her mother's sister; cancer in her maternal grandfather). As concurrent condition the report mentioned menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3608 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [echocardiogram] on (B)(6) 2021: left ventricle systolic function is low normal. The ejection fraction is estimated at 50- 55%. [Heart rate] on (B)(6) 2021: pulse was 60-70 [pathology test] on (B)(6) 2022: a uterus, uterus with attached cervix and bilateral fallopian tubes. Final diagnosis: uterus and fallopian tubes, hysterectomy and -bilateral salpingectomy: benign cervix and endocervix benign proliferative endometrium and endometrial polyp unremarkable fallopian tubes gross description: uterus with attached cervix and bilateral fallopian tube" - received in formalin is an intact uterus with attached cervix and attached bilateral fallopian tubes. The first attached fallopian tube is 5.7 cm in length and 0.8 cm in greatest diameter. The serosal surfaces are smooth and red tan .the distal end of the tube is fimbriated. The proximal end of the fallopian tube includes and essure contraceptive device . The second attached fallopian tube 5.7 cm in length and 0.8 cm in greatest diameter. The serosal surfaces are smooth and red tan. The distal end of the tube is fimbriated. The proximal end of the fallopian tube includes and essure contraceptive device clinical information pre-op diagnosis: dysfunctional uterine bleeding quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lab data (pathology report ) medical history, historical drugs, patients aka name & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.